Event description:
It was reported that 1 bd pen ndl 31ga 8mm was unable to prime. The following information was provided by the initial reporter : the patient report stated that the drug did not come out upon priming.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation?: yes d.9. Returned to manufacturer on: 10/14/2021 h.6. Investigation: one open 31g x 8mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320102. A clog test was carried out on the returned sample as per tp700483 and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed on the returned sample therefore no root cause can be identified.

Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd pen ndl 31ga 8mm was unable to prime. The following information was provided by the initial reporter : the patient report stated that the drug did not come out upon priming.